Event description:
It was reported that no medication is flowing through the tubing.

Manufacturer narrative:
D4: correction: device expiration date: 10-jan-2027 h4: correction: device manufacturing date: 1-feb-2022.